Manufacturer narrative:
Additional information: b5, g3. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device was provided at the start of surgery and began to function correctly. During the course of surgery, the clamp stops functioning by closing the clamp jaw completely, the set was revised, and the clamp was verified to be correctly connected, however, when the handle was actuated, the console indicated that the seal was not complete but it did not allow the device to be activated and no damage was observed. The clamp was replaced with a new clamp, which was functioning correctly. There was no evidence of energy delivery and no end tones heard. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device was provided at the start of surgery and began to function correctly. During the course of surgery the clamp stops functioning by closing the clamp jaw completely, the set was revised, and the clamp was verified to be correctly connected, however, when the handle was actuated, the console indicated that the seal was not complete, did not allow the clamp to be opened, and no damage was observed. The clamp was replaced with a new one, which functioned correctly. There was no evidence of energy delivery and no end tones heard. There was no patient injury.